Manufacturer narrative:
Clip; advancer. Eval summary: the analysis results confirmed that one el5ml device was rec'd for eval. The device was functionally evaluated and all of the remaining clips were short fed. The device was noted to have the tip of the advancer bent, therefore, causing the firing issues. One possible cause for the condition found is firing the device before it has completely advanced through the trocar. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a cholecystectomy procedure, the clip could not be fed into the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient.